Event description:
The radiologist was about to use a uresil 10f, 21 cm mini-pigtail catheter for a procedure in ir. When he reviewed the product prior to use on the patient, he noticed that the metal cannula did not reach or extend beyond the catheter tip/ opening. It was not used, and a photo was taken, and the company was notified. Manufacturer response for mini-pigtail catheter, hydrophilic-coated tru-set 10f, 12 cm short mini-pigtail drainage catheter (per site reporter): the device was given to the rep for return to the company on (B)(6) 2016.